Manufacturer narrative:
Manufacturer's investigation conclusion: low flow alarms were confirmed via the evaluation of the log files provided by the account; however, a specific cause for the alarms could not be conclusively determined through this investigation. The controller event log file contained events spanning from (B)(6) 2024. The beginning of the log file captured estimated pump flow ranging from 3.5 lpm (liters per minute) to 4.3 lpm. On (B)(6) 2024 a decrease in estimated pump flow to 0.0 lpm was captured at 04:35:07, activating low flow alarms. The estimated pump flow increased as high as 1.3 lpm before the driveline was disconnected at 04:45:12 and the pump-related parameters changed to 0. The remaining events revealed that the system controller was disconnected from the external power source (power module) and the silence alarm button pressed was pressed multiple times until the shutdown sequence was initiated at 04:47:43, consistent with the reported system controller exchange. The pump appeared to have been operating as intended at the set speed while the driveline was connected to the system controller. Additional information regarding the event was requested from the account; however, none has been provided at this time. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4) and no further events have been reported. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use, rev. C, contains the following information: section 4, ¿system monitor,¿ outlines all system monitor operations and alarm messages. This section explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 7, ¿alarms and troubleshooting,¿ outlines all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was having flows of 0.0 lpm early in the morning. The bedside nurse changed the patient's system controller to the backup. The patient was stable with no change in status. Log files contained multiple strings of low speed advisories and backup battery not installed alarms on (B)(6) 2024 from 10:20 through 10:59 am where the pump set speed (4800 rpm) was momentarily set lower than the low speed limit (5000 rpm). Log files also revealed multiple strings of low flows on 29mar2023 at 04:35.